Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported issue. During visual inspection, it was discovered that the plastic housing had melted near the contact pin.

Event description:
It was reported to carefusion that the unit was not charging. While in service, it was discovered that the housing had melted. There was no patient involvement associated with this complaint.